Manufacturer narrative:
Corrected data: h6 ( impact code).

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) gave an error code of electrical test failed code 42. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions,h10. Getinge field service engineer (fse) customer reports "power up failure code 42. Upon arrival, logs showed only 1 occurrence of failure code 42 and no other related issues. Reported issue could not be duplicated, so both datasets were replaced as a precautionary measure.pm complete per factory specifications. Batteries replaced at recommended interval. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gave an error code of electrical test failed code 42.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a